Event description:
Report received from an international affiliate of an overdelivery. The report states that in 2004 the pump was programmed to deliver morphine 2mg/ml in the bolus mode only, with "morphine 1mg, lockout 8 minutes, no 1hr or 4hr limit, no loading dose administered." The next day the pt was found "narcotized," received narcan 0.4mg, and reportedly "responded well." The customer contact reported that at the time of the event "the IV bag was visually empty." The customer confirmed that the physician's order matched what was programmed in the device. A review of the history by the user facility after the event indicated that, "there were 37 bolus demands, 20 bolus delivered (20mg or 10ml), and 16.2mg used for purging." The "pt was not connected to the pump during the purging."